Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that the upper and lower cases were broken, one knob was broken, the side bail covers were broken, the lead flex cover was corroded, one case screw was missing, the battery contacts were bent, the battery drawer was broken, the serial number label was torn, the battery drawer o-ring was missing, and the encoder flex was skewed in the display connector. (B)(4).

Event description:
It was reported that the external pulse generator would not pace, and that it was swapped out with another pacer. It was further noted that the unit was "intermittent" per the staff. The generator was returned for service. Follow-up was conducted and it was established that no patient complications were reported as a result of this event.